Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed bends 4.1¿ and 6.3¿ proximal to the distal tip. Additionally, a fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Functional testing was not possible due to the aforementioned damage to the tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported error message remains unknown. The root cause of the fracture was determined to be a design/process issue.

Event description:
This report is to advice of a fracture noted during analysis.